Event description:
In 2008 the pt was implanted with gore excluder aaa endoprosthesis to treat an infrarenal abdominal aortic aneurysm. The next day, the pt developed a fever and subsequently displayed symptoms of inflammation and infection, including increased c-reactive protein (crp) and white blood cell (wbc) levels. A CT scan also showed evidence of inflammation, and in the same month, the pt began to have abdominal pain. The pt was treated with antifebrile medication and antibiotics. Three days later, the gore excluder aaa endoprostheses were removed and replaced with a bifurcated gore-tex stretch vascular graft. The physician found inflammation only where the gore aaa devices were implanted. The symptoms resolved with removal of the original grafts, and there was no evidence of bacteria in the aneurismal fluid. The pt is no longer hospitalized, and no further complications have been reported.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specs. No conclusion can be drawn. Device discarded, unable to f/u.